Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that between approximately 2:30 pm and 3:00 pm, the patient's blood sugar was dropping and they began feeling weird. She reported that her thoughts were unclear and her tongue felt numb. When she checked her dexcom app and tandem t:slim x2 insulin pump, the egv was around 67 mg/dl. She passed out at the door. The last egv she remembers was 57 mg/dl. No fingerstick was performed because her bg meter was in her room. Her colleague called 911. When emergency medical teams (emt) arrived, they checked her bg which was 30 mg/dl. Pt cannot recall if her dexcom app was showing any value as her phone had died. Behavior of the pump screen was not described. Emt gave her a sugar packet and she also ate a banana. She stated that there was no indication of an issue with her dexcom. She is unsure whether it was because it was linked to her pump, whether it continued delivering insulin or whether it didn't notice the low reading. She does not really know what was happening. Emt asked if she wanted to go to the hospital but the patient declined. Before the emts left, her bg meter reading was 127 mg/dl. There is no information on how long the emts stayed. Around 4:00 pm, the patient received a message saying the sensor failed to replace it. The patient has anxiety therapy related to this event. It is getting better and she no longer has a panic attack though she is still taking the therapy on this date. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.